Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, quality control, and visual inspection of the returned device was conducted during the investigation. One used flexor shuttle select guiding sheath was returned for investigation. Distal bonded soft tip was removed to examine the proximal and distal section. No marker band is present. The length of the device was also measured and was within the specified limits and which also indicates that the marker band nor tip of the sheath had separated. A document-based investigation was performed. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; the root cause was determined to be related to the manufacturing process. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a neuroangiography with intervention with a flexor shuttle select guiding sheath it was noted that the end of the sheath did not have the radiopaque marker. The physician verified it was the only device that was missing the marker. No other section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There have been no adverse effects on the patient due to this occurrence.